Event description:
Customer reported button error alarm. The customer's blood glucose was 500 mg/dl at the time of the call. Customer was treated with 15 units of rapid insulin. Troubleshooting found customer exposed his insulin pump to water. Customer also states his insulin pump vibrates, but does not have a screen display. Customer is advised to disconnect from his insulin pump and revert to his back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump received with operating currents within specifications. Insulin pump was monitored and no blank display anomalies were noted. No damage on the lcd connector's isolation tape noted. However, insulin pump received with unresponsive down arrow button due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with cracked case at display window corners, reservoir tube, battery tube threads and minor scratches on display window.